Manufacturer narrative:
The user facility's biomedical engineer was able to determine the probable cause was defective thermostats. Replacement parts were ordered by the customer. The defective can not be returned. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during routine maintenance of the device at the user facility's service center, the heater cooler would not hold temperature. There was no pt involvement.